Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that before a spin of a patient, the mobile view station (mvs) showed a warning message that said "fluoro gain calibration recommended. File not found. Standard rad gain calibration is recommended. File not found. Extended rad gain calibration recommended. File not found." After clicking on 'ok,' a new warning message appeared: "o-arm navigation disabled. Application requires valid geometry calibration file." They tried to reboot the system, which resolved the issue. The total delay was about 7 min. There was no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: navigation disabled. A1102: warning message. F26: no patient impact. F1908: delay of less than one hour. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.